Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Quality controls were within range at the time of event. The cse replaced the liquid level sensor and the probe as it was sitting too high in the collar. Quality controls were run, resulting within range. The cause of the discordant, falsely low creatinine result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.